Event description:
Pt complaining of a sore throat. According to the nurse anesthetist a size 4 laryngeal mask airway (lma) was inserted easily into female pt undergoing wrist surgery & the lma was inflated with 20cc of air. Operative medications included fentanyl, propofol, reglan, morphine & ancef. Anesthetic gases included nitrous oxide & isoflurane. The pt was operated on 6/27/95 & discharged on 6/28/95. There was no immediate complaint of sore throat. On a follow-up call, 6/30/95, the pt complained of severe sore throat, difficulty swallowing & intermittent hoarseness. She saw an ent specialist on 7/3/95 who reported a healing ucleration in the posterior hypopharynx. No erythema or foreign body was seen. The pt was prescribed keflex & advised to follow-up with ent specialist if no better. In addition, the facility asked the pt to contact them if her condition was not better. On 7/7/95 the pt reported to the facility that her condition was improving. Investigation of this incident & handling procedures used for the mask revealed that on numerous occasions, the masks were cleaned with a phenol-based product. It was advised to follow the recommended cleaning procedures & clean the masks with a dilute, mild soap & then to autoclave.